Manufacturer narrative:
Investigation determined that a limited number of sofia sars antigen fia test cassettes from lot number 706142 have an increased potential for false positive results. The root cause relates to a physical deformation of the test strip on (B)(4) of the test cassettes manufactured of lot 706142. A field action was initiated as a result of the investigation. Source: email.

Event description:
One false positive sars result received for an asymptomatic patient (off-label use at the time). The provider suspected the result was false because a large percentage of tests performed on one specific day resulted positive for several asymptomatic patients. Additional reports will be filed for the other false positive results.